Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported by the implant patient registry department, approximately eight months post tavr procedure and implant of a 23mm sapien 3 valve in an 80:20 aortic position with mild residual pvl, the valve was explanted and replaced with a 21mm surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h10: additional information obtained indicated that during valve implant, the valve was unable to be fully expanded due to annular calcification which, over the following months lead to the prosthetic valve becoming severely stenotic, a gradient of 62mmhg, and required replacement. A device history record (DHR) was performed and did not reveal any manufacturing inadequacies that would have contributed to the event. The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, per report the valve was underexpanded due to patient factors, (annular calcification). Due to this, over the following months the valve became severely stenotic with a gradient of 62mmhg and required replacement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.